Event description:
A customer reported to baxter canada that during patient therapy the blood pump accelerated out of control up to 600ml/min. The pump was stopped immediately manually, the blood was returned to the patient and therapy was continued on a new machine. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown, should additional information become available a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced by the hospital technician and never received by baxter (B)(4) technical services. The assignable cause was not determined. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.